Manufacturer narrative:
Physio-control further examined the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. The customer advised that the device's display would flash three (3) times and the lights on the keypad would flash; however, the device wouldn't fully boot-up. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer later contacted physio-control to report a similar event involving this device, as reported in medwatch report number 3015876-2016-01430.   Physio-control provided the customer with a replacement device. Through the course of that investigation, physio performed additional analysis of the customer's device.  Physio removed the system pcb assembly for further examination.   Physio determined that the cause of the reported issue was a thermally sensitive crystal, designator y1, on single board computer (sbc) which is located on the system pcb assembly.